Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was slightly worn. The tamper seal was undamaged. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated; however, the lock sensor did not work. The cause of the reported issue was unknown. As a result, the lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was slightly worn. The tamper seal was undamaged. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated however the key sensor did not work. The cause of the reported issue was unknown. As a result, the lock sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited a cassette not locked alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.